Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a presence of clips in the tube. The clip counter was no longer active. The camera on one of the jaw legs was disengaged from the driver. The instrument was inserted into a trocar. A jaw leg was out of position and its camera was not aligned with the driver. Functional testing was performed by resetting the jaw in its proper position and aligning the camera with the driver. The trocar was removed. The instrument was applied to test media. The instrument cycled smoothly. The clips were loaded into the jaws. All three remaining clips were loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. The interlock engaged after all clips were applied to prevent the jaws from approximating. It was reported that there was a difficulty of removing the device inside the port, the clips did not load properly into the jaws as expected and the jaws of the reload did not close at all. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when one of the jaw legs forcefully pulled outward away from the center line of the shaft. The noted jaw camera disengagement impeded the functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, on the first product, several firings were performed, after that, the loading could not be performed properly. In order to load, the handle was squeezed, but loading was unable to be performed. As the product was found to be opened through the thoracoscope, the jaws of the device was unable to be closed. Because the product was unable to be removed through the trocar, the instrument became unable to be moved. The product was removed together with the port in that state, from the tissue by force but no tissue damage was caused. A new product was taken out and the operation was continued and completed. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, on the first product, the product did not load properly. As the product was found to be opened through the thoracoscope, it was unable to be closed. Because the product was unable to remove through the trocar, the device became unable to be moved. The product was removed together with the port in that state, from the tissue by force but no tissue damage was caused. A new product was taken out and the operation was continued and completed. The surgical time was extended by less than 30 minutes. There was no patient injury.